Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the bio-medicus nextgen femoral arterial cannula, the device was not performing effectively (poor effect). The cannula was removed, and deformation of the cannula body was observed after removal. The cannula was replaced with another product. It was unknown if there was any complications as a result of the event.

Manufacturer narrative:
Additional info b5: medtronic received additional information that the cannula was at room temperature and was not heated. Additional info e1: initial reporter information added additional info e3: initial reporter occupation added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.